Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03678. The patient had 2 model 3159 leads (same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation from her scs system. Subsequently, the patient underwent surgical intervention wherein the scs system was removed. However, it was noted the patient's leads were only partially removed during the procedure.